Manufacturer narrative:
Date of event estimated since unknown.

Event description:
It was reported that the closure device did not seal. A left atrial appendage closure procedure was performed. The patient was successfully implanted with a 27mm watchman flx laa closure device on the first deployment using transesophageal echocardiogram imaging. The closure device met the release criteria with no leak noted. Upon follow up in (B)(6) 2022, a computerized tomography was performed which noted a potential shift of the closure device which caused a leak greater than 5mm. No patient complications have been noted.

Manufacturer narrative:
B3 date of event estimated since unknown.

Event description:
It was reported that the closure device did not seal. A left atrial appendage closure procedure was performed. The patient was successfully implanted with a 27mm watchman flx laa closure device on the first deployment using transesophageal echocardiogram imaging. The closure device met the release criteria with no leak noted. Upon follow up in july 2022, a computerized tomography was performed which noted a potential shift of the closure device which caused a leak greater than 5mm. No patient complications have been noted. It was further reported that no intervention is currently planned and the patient's status is the same as pre-procedure. The patient has maintained pre-device placement medication.